Manufacturer narrative:
Product ID: 3774286, product type: programmer.

Event description:
Information was received from a patient reporting that their patient programmer isn't working/ unable to power up. They replaced the batteries and this didn¿t resolve the issue. The patients stimulator is no longer covering their pain. The patient's battery depleted and shut off 2-3 days ago. They recharged the ins back up and tried to adjust with the patient programmer but the patient still has the problem. It is noted the ins hasn¿t seemed to work for the last couple of months. Indications for use include failed back surgery syndrome, post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient's rep reported the ins is no longer working for 5yrs, they haven't charged it or used it in 5yrs. Troubleshooting was unable to be performed as patient services (ps) asked caller if they consult with hcp ofc for next steps and caller said that patient gave up and didn't talk to hcp ofc. Ps asked if patient external devices are working and caller said patient did not have any external devices, only the implant inside the body. Ps reviewed information and recommend patient consult with hcp ofc for next steps. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.